Manufacturer narrative:
The distributor reported that the surgeon experienced a posterior capsule tear during ia. A pars plana vitrectomy was performed and a sulcus iol was implanted. The patients are reported to be doing well.

Event description:
The distributor reported that the surgeon experienced a posterior capsular tear during irrigation and aspiration of cortex under main incision.